Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. During evaluation, it was determined the camera not producing an image (black screen) was attributed to a faulty charged coupled device. In addition, a kink in the cable and a tear in the cable insulation were discovered. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the hd camera head did not produce an image, only a black screen, prior to a therapeutic procedure. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, the cause of the faulty charged coupled device (ccd) could not be identified. Olympus will continue to monitor field performance for this device.